Manufacturer narrative:
The reported event the tip of the device broke off was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during a surgical procedure conducted at the user facility the tip of the device broke off. The procedure was completed successfully without a delay, medical intervention, adverse consequences, or impact to the patient.

Event description:
It was reported that during a surgical procedure conducted at the user facility the tip of the device broke off. The procedure was completed successfully without a delay, medical intervention, adverse consequences, or impact to the patient.